Event description:
It was reported that during a thyroid procedure there were no issues. The patient had to return to theatre after a few hours for a suspicion of bad coagulation.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the patient's pre-op anti-coagulation therapy? Were any anti-coagulation drugs given prior to the procedure? Did the patient have any anti-coagulopathy disorders? Had the patient received any radiation or chemo therapy prior to the operation? What was the approximate size of the vessels that were ligated? What power level was used on the generator during the original procedure? Were there any generator alert screens? Were there any difficulties with device intra-op of the original procedure? How was the post-op bleeding identified? How was the bleeding (bad coagulation) addressed? What was the approximate blood loss? What is the surgeon's experience with this device in a thyroid procedure? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2022 d1, d2, d4.